Event description:
The user noticed a patient fluid removal rate (pfrr) of -1800 cc on the history screen, at 13h20. Subsequently, at 13h40, the pfrr was reading +2700 cc on the history screen. The user decided to end treatment at 13h50 to change machines. No patient injury or blood loss was reported.

Manufacturer narrative:
A technical review of the data files confirms that the reported event is a "history jump." From the data files, it was noted that two bag changes were made just before the discrepant volume display was observed. Inappropriate handling of bags, such as lifting or changing the bag without using the soft key "change bags" is a known cause for history jumps. Despite the history jumps, the patient fluid removal typically remains perfectly under control. To reduce the incidence of this type of reported event, gambro has software modifications pending.